Event description:
Provider states the joystick will not move the chair at all, provider advised no flashing lights or error code but no function from the joystick. Provider states when he put another joystick he had at the shop on the chair it moved again. No additional information provided.